Manufacturer narrative:
Concomitant products: w4tr02 crt-p implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of intermittent "sensations" noted to be diaphragmatic stimulation from the left ventricular (lv) lead. The lead was reprogrammed however the patient returned four days later and noted that the sensations were worse after reprogramming. The lv lead was reprogrammed again and remains in use. No further patient complications have been reported as a result of this event. The patient is a participant in a clinical study.